Event description:
In 2004, a pt underwent repair of an abdominal aneurysm using the gore excluder aaa endoprosthesis. Post-operatively, the pt underwent several surgeries including amputation. The pt's condition is unk at this time.